Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood and low blood glucose levels. The insulin pump advised her to change the sensor. The blood glucose level was 50 mg/dl and suspended the pump. She treated with a juice box the sensor glucose reading was 40 mg/dl and the blood glucose level was high 400 mg/dl. The customer treated the high with the insulin pump. The customer reported sensor and calibration errors. The customer completed troubleshooting. The product will not be returned for analysis.